Event description:
Customer called to report 3 incidents in which an accessory was lost from a treatment field after a kv field was generated. There were 2 occurrences in 2006, which were immediately caught, thus no mistreatment occurred. The third occurrence also happened prior to that day, but was not noticed until the following month. The patient was treated with a wedge missing for 9 fractions. Per comments from the radiation therapist, "this was not a misadministration as the over dose was less than 20%." At the time of the report, the customer believed that the software application was responsible for the wedge loss.

Manufacturer narrative:
Varian cannot rule out the possibility of serious injury due to this issue, although statements from the user indicate that the variance from prescription did not result in any serious adverse effects. All investigation results indicate that this issue occurred due to plan editing in more than one location at a time, resulting in a concurrent editing situation. Evaluation of the event logs shows that the customer did receive error messages regarding the problem. Failure to acknowledge this warning message and investigate the cause could result in an unintended change to the treatment plan. The issue of concurrent editing has been resolved in a subsequent release of the vision software. There are no further actions planned for this issue at this time.